Event description:
It was reported that the pt experienced sciatica pain and had her device removed. The pt had a computerized tomography (CT) scan which did not show the lead to be physically near the sciatic nerve. Even with the device turned off, the pt had sciatic pain. The pt's urinary symptoms were well controlled. It was the conclusion of her treating physicians that removal of the device was indicated. The pt underwent removal of the device system. The lead was removed in its entirety and there were no complications. A new lead and extension on the opposite side of her buttocks (left) were placed and tunnelled to the neurostimulator in the right buttock. There were appropriate stimulation sensations. The pt was stable post procedure.

Manufacturer narrative:
(B) (4).